Event description:
The clinic reported that a laser vision correction patient who underwent a prk (photorefractive keratectomy) treatment with mitomycin c presented with corneal haze in the left eye at the one month post op exam. The patient is being treated with topical steroids. The haze has reduced the patient's vision in the left eye to 20/50 uncorrected and 20/40 corrected. The patient is continuing to be monitored by the doctor.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.